Manufacturer narrative:
To date, evidence suggests this device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, as the estimated remaining longevity decreased from 2.5 years remaining to 1 year remaining over the course of approximately seven months. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, as the estimated remaining longevity decreased from 2.5 years remaining to 1 year remaining over the course of approximately seven months. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.